Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient programmer does not respond, blank screen. The programmer powers up with normal batteries in it. Recharging system replacement was required to address the issue. The patient was then called back for some additional clarity on the issue. The programmer was not showing anything on the screen after new batteries were put in. Patient said she kept seeing a screen with the por message, so could have been resolved by referring them to their hcp. New programmer has arrived in the meantime and the message does seem to have disappeared after connecting the new handset to her ins. The patient was at work when we called her, so she didn't have the programmer with her right now, other information available has been added and complaint is now logged for the por message that she was seeing. The patient has been notified that they should call back if replacement of their product does not resolve the issue.

Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.